Event description:
Additional information was received that the patient's system was explanted and replaced on (B)(6) 2023 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-02236. It was reported that the patient was not receiving effective therapy from their system. It was found that the leads had high impedances. In turn, surgical intervention may take place to address the issue.